Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the system had issues with the universal surgical manipulator (usm4). The customer disabled the usm4 and continued with remaining three usm arms. The technical support engineer (tse) reviewed the system logs and identified error 23094 on universal surgical manipulator (usm) 4. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The procedure was successfully completed with the remaining three usm arms. The procedure had a delay of 20 minutes. The patient demographic information was requested but unavailable.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue through review of the system logs. Fse replaced the usm arm to resolve the issue. After replacement, the system was tested, operated without error and verified as ready for use. Isi has received the usm for evaluation, however failure analysis has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting and identified error 23094 on the usm4 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk4216. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was unavailable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Isi received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The unit was tested on an in-house system in normal mode and triggered error 32056 on axis 1 and 2 within node ac_3c on the axes controller arm (aca) pca. The unit was placed on psc fixture test platform (pftp) and failed usm direction test for yaw and pitch and insertion test. There were additional failures on the carriage direction test for degree of freedom (dof) 5, 6, 7, 8, and 9. A golden aca pva was used and the unit passed the tests. The original aca pca was reinstalled and the errors reoccurred.

Event description:
Refer to h10/h11 for follow-up information.